Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
When the devices were being investigated by the manufacturer, it was noted some part numbers and quantities of the devices from the reporter were different from what was received. A total of 12 screws were returned. It is unclear how many and which of (12) locking screws backed out. A product investigation was completed: the returned locking screws were examined and no defects or deficiencies which may have contributed to the complaint condition were identified. The proximal locking threads were found to be well defined for each returned screw. Additionally the returned plate was examined and minor wear consistent with screw implantation/explantation was noted in multiple distal variable angle locking holes. No definitive root cause was able to be determined with the provided information. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, risk assessment review and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. The following concomitant devices were returned without allegation: 4.5mm cortex screws (214.830, 214.840 and 214.870) and 4.5mm va lcp curved condylar plate (02.124.413 lot 8457878). The implants were examined and no defects or deficiencies were identified which may have contributed to the reported complaint condition. Per the technique guide, the 5.0mm variable angle (va) locking screws and the 5.0mm periprosthetic va locking screw are components of the 4.5mm va-lcp curved condylar plate system. The 4.5mm va-curved condylar system is indicated for buttressing multifragmentary distal femoral fractures and features a plate with va-combi holes in the shaft and va locking holes in the distal region. All locking screws must be manually tightened with the supplied 6nm torque limiting handle. Relevant drawings for the returned devices were reviewed (both current revision and from the time of manufacture): 5.0mm va locking screw and 5.0mm periprosthetic va locking screw. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned devices¿ lot numbers and no material review reports, non-conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: concomitant device reported: 4.5mm variable angle locking compression plate (part 02.124.413, lot 8457878, quantity 1); 4.5mm cortex screw (part 214.830, lot unknown, quantity 1); 4.5mm cortex screw (part 214.840, lot unknown, quantity 1); 4.5mm cortex screw (part 214.870, lot unknown, quantity 2).

Manufacturer narrative:
Patient weight is unknown additional product codes: hrs and hwc. UDI: (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery due to a nonunion, loss of reduction, and back out of screws on (B)(6) 2016. Initially, the patient had an open reduction internal fixation (orif) of a distal femur due to a fall on (B)(6) 2016. The patient was implanted with one (1) 4.5mm variable angle (va) locking compression plate (lcp) and thirteen (13) screws of various types. No issues were reported during the initial surgery. Postoperatively, on unknown date and for unknown reason, the patient returned to the hospital and during that visit was seen by the surgeon. The surgeon noted that one of the screws was sticking out of her incision and he immediately pulled the screw out. X-rays taken on unknown date for unknown reason showed that most of the distal locking screws have completely backed out. The patient also had a nonunion and loss of reduction. It is unknown if the patient experienced any adverse events. During the revision surgery all hardware was easily removed and was intact. No additional medical intervention required. Patient was revised to another 4.5mm va lcp and approximately seventeen (17) screws. In addition, it was surgeon¿s preference to add two (2) cables. Revision surgery was successfully completed without surgical delay. Patient status/outcome was reported as stable. Concomitant devices reported: 4.5mm variable angle locking compression plate (part 02.124.413, lot 8457878, quantity 1); 4.5mm cortex screw self-tapping 40mm (part 214.840, lot unknown, quantity 1); 4.5mm cortex screw self-tapping 38mm (part214.838, lot unknown, quantity 1); 4.5mm cortex screw self-tapping 38mm (part 214.870, lot unknown, quantity 1); cortex screw (part/lot unknown quantity 1). This is report 6 of 10 for (B)(4).